Event description:
It was reported that a holding sleeve had a broken tip. This was a normal warranty issue, with no patient involvement. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. That were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device is an instrument and is not implanted/explanted. The device was returned because the holding sleeve had a broken tip. The product was received at service and repair who conducted a visual evaluation and determined that the device could be repaired and returned to the customer. A review of the device history records has been requested.